Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found damage to the mid-section of the stent consistent. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and highly calcified left anterior descending artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a maverick balloon catheter, a 3.00 x 38 synergy stent was advanced. However, it failed to cross the lesion and the stent got damaged. Dilatation was again performed at high pressure and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.